Event description:
The facility reported that an error code (401) came up and could not be cleared. The system was rebooted multiple times with no success. The tubing was clamped to prevent the eye from becoming soft while they tried to get another machine from a neighboring facility. During that time, they spoke with a tech service rep and their biomed, and were talked through the fix (they had to take a back panel off, etc). Case was delayed one hour. A system was borrowed from another facility to complete the case.

Manufacturer narrative:
The tech support rep had the customer reseat the cable and rebooted the system. Unit functions are normal, customer completed cases without further problems, but still wanted the system checked out. A company service rep checked the system, observed the error in error log, but could not repeat the error. The cable was replaced for diagnostic purposes, and was returned for further evaluation. The rep completed the pm checklist, and the system met specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional reportable information becomes available.